Event description:
Customer reported that their cgm graph was missing from the pump home screen and the unlock buttons appeared different after the pump unexpectedly shut down and required being plugged into a power source to restart. Customer's blood glucose level exceeded 500 mg/dl during the issue, and the value was displayed as "high." They managed the situation by administering a correction injection via mdi. Technical support informed the customer that the pump shutdown was due to a low battery and advised on battery best practices, confirming the need to restart cgm sessions and reload the cartridge whenever the pump is reset. The customer acknowledged and understood the guidance provided.